Event description:
Patient was undergoing avm for chiari malformation when intraoperatively the resident heard and then saw pins on mayfield head rest pop out of patient's head. Resident secured head and new mayfield head rest was brought to or. The new mayfield device was positioned, patient assessed and the new mayfield remained in place for remainder of surgery. Outcome is still open to sequelae due to intraoperative surgery halt.